Event description:
It was reported to boston scientific corp on (B)(6) 2008 that an ultratome xl sphincterotome device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on a (B)(6), female, performed on (B)(6) 2008. According to the complainant, during the procedure the device did not bend to make a cut. The procedure was completed with another of the same device. No pt complications were reported as a result of this event.

Manufacturer narrative:
A functional eval of the returned device revealed the device would bow past 90 degrees which meets bowing specs. Investigating the cannulating orientation of the device by inserting the device into the scope and rotating the device handle, it was found that the tip orientation could be adjusted within spec. Complaint not confirmed. Cause is related to operational context. A review of the device history record for the pertinent lot was performed; no anomalies were noted. A search of the complaint database did not identify any other complaints for the reported lot number. The (B)(6) 2008, 15-month ultratome xl sphincterotome product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. (B)(4).